Manufacturer narrative:
On (B)(6) 2015 the customer indicated that the practice in their laboratory consists of pouring off all troponin samples into tosoh sample cups. Specimen type was heparin plasma. The laboratory repeated the sample obtaining troponin concentrations below the lower specifications limit (lsl), as expected. They also performed precision and no issues. The client was unable to verify if the sample was inspected for fibrin prior to the run. The sample had not hemolyzed and no visible traces of lipemia were observed. No additional activities were performed. Most likely cause for this event was possible fibrin in the specimen. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported obtaining discrepant results with aia-2000la. Customer notified about a patient result that was originally high that when repeated was low. Initial troponin patient and result = 1.46 ng/ml. As per laboratory policy, all troponin results that are not lower than lower specifications limit (lsl) for the assay must be repeated. The sample was tested twice and both results were less than the lsl. Client indicated that they also repeated the controls and all were in range. No analyzer issues were noted. The representative from the technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in discrepant results. On (B)(6) 2015, he customer confirmed that the patient was not treated based on the reported result. Therefore, there was no patient intervention or adverse health consequences due to the discrepant result reported.

Manufacturer narrative:
This MDR is a duplicate of uf/importer report #: (B)(4);.and therefore, was submitted in error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.